Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced glare. The iol was exchanged for a different model iol in a secondary procedure.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Product evaluation: the lens was returned positioned incorrectly in the lens case in the opened carton. Solution is dried on the lens. One full haptic with half of the optic attached was returned. No additional damage is observed to the torn/cut optic portion. The opened peel pouch was also returned in the carton. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified combination of products were used. The product investigation could not identify a root cause for the reported complaint. Only half of the lens was returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).